Event description:
Rn entered the patient room to give a subcutaneous injection with a vanishpoint syringe, 3cc 25gauage. It was noted that the needle was blunt and did not contain a bevel. Rn did not attempt to inject the patient.